Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient experienced a perforation of the right ventricle. The patient survived the event and remained hospitalized. It was reported that when placing the right ventricular (rv) lead, the ez-4 connector tool was not working properly. After 20 turns, the helix was not visibly extended. The tool was turned 30 additional turns, without success. The connector tool was removed and reattached; the helix was then successfully extended after 15-20 turns. The non-boston scientific left ventricular (lv) lead was implanted successfully. Then the patient became agitated and desaturation was recorded. An ultrasound revealed a perforation in the rv, with blood outpouring into the pericardium. All the implanted leads were removed and the medical team saved the patient. No additional adverse patient effects were reported.